Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced symptoms of presyncope. Patient¿s inr was 5.8 and hemoglobin (hgb) was 6.1 g/dl. Patient was transfused with 2 units fresh frozen plasma (ffp) and 1 unit packed red blood cells (prbc) at emergency room. Patient received 2 addition units prbc for hgb of 6.4 g/dl. On (B)(6) 2019 esophagogastroduodenoscopy (egd) revealed bleeding gastric arteriovenous malformation (avm) which was treated with epinephrine argon plasma coagulation (apc) and hemoclip with effective hemostasis. Patient was discharged on (B)(6) 2019 with inr at 1.9 and hgb at 9.4 g/dl. Coumadin was resumed.